Event description:
It was reported to philips that system was unable to boot up, stuck at 0:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and found that the system was not booting up. During troubleshooting, the fse identified the flex vision pc as defective. To resolve the issue, the fse replaced the flex vision pc and hard disk. After the replacement of the flex vision pc and hard disk, the system was returned to use in good working order and was ready for clinical use. The flex vision pc was returned for further analysis, and it was found that the motherboard of the flex vision pc was defective. The codes were updated based on the investigation outcome.